Event description:
A malfunction alarm identified as "malf 16" was reported, and it did not impact the customer's blood glucose level. In response to the issue, the customer planned to use multiple daily injections as a backup insulin therapy while waiting for a replacement pump. Technical support instructed the customer to place the faulty pump into storage mode and return it using a pre-paid label, with the pump being covered under warranty for replacement.